Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with unsuccessful attempts to reenter the pairing code, after which the user was advised to replace the sensor and did so. No adverse clinical symptoms reported. Outcomes included restoration of cgm connectivity after sensor replacement and no medical intervention or hospitalization. User support included troubleshooting and education with guidance to replace the cgm sensor. Investigation of this case revealed a probable cgm communication or pairing issue localized to the dexcom g7 sensor rather than the ilet, with resolution following sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a user-side cgm pairing or sensor malfunction that resolved with standard corrective action.